Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain and metallosis. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2011 due to alleged dislocation. Legal counsel reports that it was allegedly noted during the revision that the acetabular component spun and the screw fractured. A review of the invoice history confirmed the surgery dates and that all components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-05703/05708).

Manufacturer narrative:
This follow-up report is being filed this follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain and metallosis. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2011 due to alleged dislocation. Legal counsel reports that it was allegedly noted during the revision that the acetabular component spun and the screw fractured. A review of the invoice history confirmed the surgery dates and that all components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2011 due to a mechanical complication. Operative report further noted metallosis during the revision procedure. The modular head and cup were removed and replaced and a liner was implanted. Additional information received in operative report further noted patient underwent an additional revision procedure on (B)(6) 2011 due to acetabular component complication. Operative report further noted acetabular cup spin, rotation, and loosening, a fractured screw, and a superior-lateral acetabulum defect during the revision procedure. The cup and liner were removed and replaced.